Event description:
Additional information received reported the patient was receiving successfully therapy after the lead replacement. No further issues remained.

Event description:
It was reported that the patient was experiencing uncomfortable abdominal stimulation on the right side. It was suspected that the lead migrated. The system was explanted and then the patient experienced a 50% or greater reduction in symptoms. The lead was suspected to have migrated due to it being implanted for left side and the ¿lead was migrated to right leg.¿ the migration was not confirmed. Programming had been tried the morning of surgery and was not successful. The patient was receiving effective therapy with no abdominal stimulation. No further follow-up was conducted as the patient was receiving effective therapy with no abdominal stimulation.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).